Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. No additional patient or event information was available. Reportedly, the customer declined troubleshooting.